Manufacturer narrative:
Investigation results: visual evaluation of the returned device has a foreign material inside the sealed package. The foreign matter was measured with the tappi chart and was found to be beyond specification. The investigation confirmed the presence of a foreign material inside the pouch; the most probable root cause for this event is manufacturing. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in a procedure. According to the complainant, during unpacking, it was noted that there was, what appeared to be, a blue paper inside the sealed sterile pouch together with the snare. There were no other reported issues with the device packaging and no visible damage noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in a procedure. According to the complainant, during unpacking, it was noted that there was, what appeared to be, a blue paper inside the sealed sterile pouch together with the snare. There were no other reported issues with the device packaging and no visible damage noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.